Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersnsing of the sinus rhythm resulting in a delay to therapy. The device delivered multiple shocks appropriately in multiple episodes prior to the observed undersensing. Cardiopulmonary resuscitation was performed and a shock was then delivered. Review of the device data showed the sinus rhythm amplitudes was noted to be low. This device was reprogrammed to a lower conditional zone and reduce the smart charge counter. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersnsing of the sinus rhythm resulting in a delay to therapy. The device delivered multiple shocks appropriately in multiple episodes prior to the observed undersensing. Cardiopulmonary resuscitation was performed and a shock was then delivered. Review of the device data showed the sinus rhythm amplitudes was noted to be low. This device was reprogrammed to a lower conditional zone and reduce the smart charge counter. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to include updates to the h6 impact codes and device codes fields.